Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that their vela ventilator generated "vent inop" alarms. When the customer checked for errors they found a "xdcr fault" (transducer fault) error. An attempt to calibrate the exhalation pressure transducer was unsuccessful. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
Device evaluation: per results of investigation: carefusion failure analysis lab technician was bale to verify the customer's reported issue. Bench testing revealed a bad transducer. Carefusion sent the customer a replacement part.